Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter (true metrix). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient was unable to recall the date/time that the alleged inaccuracy issue first began. The patient claimed obtaining blood glucose readings of ¿327 mg/dl¿ with the subject meter and ¿178 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (novolog, 5 units based on a sliding scale, and lantus 20 units in the evening) and she advised that in response to the alleged elevated readings, she decreased her food intake and drank lots of water. The patient reported that approximately an hour and a half after the alleged inaccuracy issue began, she developed symptoms of ¿trembling/shaking, dizzy and blurred vision¿ which she associated with having ¿low blood sugar.¿ the patient reported that she visited her doctor one morning at the end of july (specific date and time not recalled) and advised that her doctor altered her sliding scale and, increased the dosages of her prescribed medications to include 20 units of lantus in the morning and 10 units of novolog based on a sliding scale. The patient denied having her blood glucose tested on any other device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after reducing her food and/or drink intake based on the alleged elevated readings obtained on the subject device.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.